Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the injector tip was rough and caused damage to the optical part of the lens. There was no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of an injector tip with a rough edge. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported products acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 shows a company handpiece with a focus on the top half of the device, no visual defects observed from the image. Photo 2 shows a company IV handpiece with a focus on the product information etched on the device. Reported issue could not be confirmed. The returned sample was found to be conforming for all visual, dimensional, and functional testing associated with the reported event therefore, an injector with a rough tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).